Event description:
It was reported ongoing intermittent occlusion alarms. The highest blood glucose level related to the incident was 400 mg/dl, accompanied by nausea, stomach pain, and the presence of ketones, which were identified as dangerous. The customer went to the emergency room and was subsequently admitted to the intensive care unit. Intravenous fluids of saline and insulin were given which resolved the issue, however, the incident resulted in nerve damage. The customer was released 3 days later and continued to use the pump for insulin therapy.